Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Additionally, the insulin gauge was inaccurate. Customer loaded cartridge with cold insulin. Customer resolved issues with clinical diabetes specialist and resumed insulin. Reportedly, customer's blood glucose was 97 mg/dl.